Event description:
It was reported that following a pulmonary vein radiofrequency ablation procedure there were high capture thresholds noted and loss of capture in the pacing lead. Further information regarding the intervention taken to resolve the high thresholds and loss of capture was unable to be obtained. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.